Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was attributed to degradation problems caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic probe to the service center for a separate issue. During olympus¿ device analysis it was indicated that the ultrasonic probe's insertion tube had a kink. There were no reports of patient involvement.